Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.1, 2nd inr: 1.7, mean: 1.40, sd: 0.42, %cv: 30.30. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot info was provided by customer. Root cause of complaint could not be determined from the info provided by the customer. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with his inratio meter and his home health agency's inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.1 (pt's inratio meter), 1.7 (home health agency's inratio meter).